Manufacturer narrative:
Additional information h3, h6 and h11: h11: the device was received for evaluation. During functional testing, ""yes"" button is not working was reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue.the reported condition was verified. The cause of the condition was determined to be the keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's "yes" button was not working found during programming/setup in the endoscopy department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.